Event description:
Customer reporting consistently testing positive on this test but negative on other brand of rapid antigen test. Customer is not sure how many positive tests they had. Two reports will be filed for unknown number of positive results. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: .a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: website.